Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 29-aug-2018 with the following findings: during investigation, the keypad was intact and all keypad buttons responded appropriately. The keypad issue complaint was unable to be duplicated during testing. The keypad cover was removed to find no contamination under the button contacts. The pump cover was removed to find internal moisture on the keypad flex connector.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.